Event description:
The customer alleged that the power cords were missing a ground prong. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Additional info has been requested by the MFR and a f/u report may be submitted.